Manufacturer narrative:
During inspection and testing, white balance was working intermittently and the subject could not be recognized. A review of the device history record found no deviations that could have caused or contributed to the white balance working intermittently. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the white balance worked intermittently due to a faulty charge-coupled device. However, a definitive root cause of the reported issue could not be identified. The cause of the faulty charge-coupled device could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The loaner device was sent to an olympus service center for evaluation with no complaint. During inspection and testing, white balance was working intermittently and the subject could not be recognized. This report is being submitted for the malfunction found during evaluation (subject not recognizable in image). There was no patient involvement.